Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-feb-2026, a sales representative reported via email that two ar-1558rtt2 fibertag tightrope ii implants and one ar-1588rt-2j tightrope ii rt with deploying suture broke between the two buttonholes during tensioning on the femoral side of an acl reconstruction. The procedure was completed using post-and-washer fixation on both the femur and tibia. This issue was discovered intraoperatively on (B)(6) 2026, with no reported patient harm. Additional information was received on 24-feb-2026: the case was completed using products from another manufacturer. All three failed implants were removed from the patient. The surgery experienced an approximate 1.5-hour delay. No increase in the level of anesthesia was reported; however, anesthesia duration was prolonged due to the extended surgical time. Additional information was received on 05-mar-2026: the procedure duration was extended by approximately 1.5 hours due to the reported device issue. The anesthesia time was prolonged because additional time was needed to address and resolve the product malfunction to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or the device coming in contact with another device during use.